Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving several inadequate shocks which resulted in a hematoma. At the previous follow-up, out-of-range high impedance was noted on the right ventricular (rv) lead which was the suspected cause of the inadequate therapy. The rv lead was capped and replaced. The patient was stable with no consequences.